Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11 the reported event was not confirmed. Review of the provided fsr (field service report) found the reported issue was resolved by reprocessing the viewmate ultrasonic hardware. Based on the information received and the investigation performed, the cause of the reported event was isolated to the system requiring reprocessing and no functional issue with the device was confirmed.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During the atrial fibrillation procedure with radiofrequency ablation, it was reported that the image quality of the viewmate system was blurred and adjusting the parameters was not helpful. The solution was to complete the atrial septal puncture with ultrasound combined with dsa two-dimensional imaging. The procedure was completed with no adverse consequences to the patient. The physician believed that the delay clinically significant.